Event description:
Device malfunction: failure to deploy/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of femoral artery after an unspecified procedure. Reportedly, the physician deployed the foot, but was unable to depress the plunger to deploy the needles. An attempt was made to pull the lever back to remove the device, but was unsuccessful. The needles were disengaged, removing the inner suture, which made it possible to remove the device from the pt. A second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not been received.